Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for a circular crack with the incident lot tube was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no defects were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples and photos, the customer¿s indicated failure mode for a circular crack in the tube was observed. Additionally, evaluation of the retain samples was conducted and no issues were observed. Based on the investigation, a root cause could not be determined.

Event description:
It was reported that while using a bd vacutainer® brand sst ii advance tubes containing silica and gel, blood leaked due to a crack in the tube wall. There was no report of exposure, injury or medical interventions.